Event description:
On (B)(6) 2013, a 36mm amplatzer septal occluder (aso) was sucessfully implanted. The next day, (B)(6) 2013, the aso was found to have embolized. The aso was successfully snared. The patient was reported to be doing fine and will be have their atrial septal defect closed at a later date.

Manufacturer narrative:
The 36mm aso was received at sjm and decontaminated. The occluder was grossly and microscopically examined, and no anomalies were found. It met dimensional specifications when measured with a calibrated caliper. The device was loaded into a test 12f loader, deployed, and retracted without difficulty or deformation, under non-physiological conditions. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.